Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen went off. The customer reported that the screen would not turn back on after inserting new batteries. The customer's blood glucose was 192 mg/dl at the time of incident. The customer was unable to troubleshoot at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. No unexpected blank display noted and all operating currents are within specification. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.